Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose (bg) readings. During troubleshooting with the user, she reported that she transferred the new strips to the old cartridge, which was already in the meter. Per labeling, unused test strips should be stored in their original cartridge; "do not remove test strips from the test strip cartridge and put them into another container... Do not move tests strips from one cartridge to another." In addition, the user reported she randomly uses alcohol. Per labeling, alcohol can affect test results which can explain the fluctuations in her test results. On (B)(6) 2019, while on the phone with dario service to continue the troubleshooting process, the user reported she went to the ER on friday because of her high bg readings. Prior to the ER visit, the user tested at home with the dario meter and her bg reading was 372 mg/dl. At the hospital, they measured her bg level with a reading of 157 mg/dl and later the reading was 153 mg/dl. The user then tested again with dario meter with bg reading of 209 mg/dl. The user was sent control solution to verify the accuracy of meter and strips. On (B)(6) 2019, the user called in to perform the control solution test with new strips and the help of dario support representative. The results were within range. The user then tested her bg level and reported the result was acceptable for her personal range of bg levels. No other product problem was reported. The device worked as intended. Complaint not confirmed.